Event description:
Removal of endosseous dental implant. Three implants were placed in class 2 bone during a complex procedure which involved extraction of tooth #27 which had advanced periodontitis. The implant in site #26 was removed approximately 3 weeks post-op due to mobility. The clinician reports that the failure may be due to cross-contamination from the #27 extraction site or poor home care by the patient.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.